Event description:
Per sales rep, end user hospital has experienced several incidents of air in the lines during set-up of the kit. He was in the lab today and set it up for them, but no air was noted. The hospital uses a baxter dt/stopcock set-up (hospital-wide contract). He will be sending back a used kit, including the baxter portion. Additional info from the sales rep has determined that the hospital is pressurizing their saline.